Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service rep tested the ventilator no issues found. Unit passed the leak test. The unit will be returning for further investigation.

Event description:
The customer reported that the avea comp exhaled volumes are out of spec about 20%. They claimed the leak percentage is showing 20%. There is no patient involvement in this reported event.